Event description:
Filter feet stuck at one of the junction points. Tried to advance filter & feet stuck at junction point where sheath met delivery system. Difficult to impossible to advance. Pulled out system, kept sheath & hooked up another one of the same make & worked fine.